Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shut off, while in use supporting a procedure, and was unable to turn back on. A different epg was used for the remainder of the procedure. The user was advised to return the epg for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was not confirmed, and the device passed all functional testing. However, a set screw was found to be missing from the printed circuit board (pcb). The reported shutdown was attributed to this. The case was found to be cracked and two screws were found to be stripped. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018: the epg was returned for service.